Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock between his external equipment and implant. Testing performed by a co representative showed that the device was not functioning properly. Advanced bionics is in the process of gathering more info.